Event description:
The customer was questioning the ausab results obtained on the quantum ii instrument. They had twelve samples that were non-reactive using ausab lot# 59238m100. The customer repeated the samples using the procedure b and five of the initial twelve samples were reactive with results well above the cutoff. The customer froze the five samples and after receiving a new lot of ausab reagent, repeated the 5 samples utilizing procedure a. One sample was reactive, and repeat reactive, one was non-reactive and repeat non-reactive. The remaining three were non-reactive, just under the cutoff. The abbott customer technical advocate (cta) suggested that the customer repeat the testing with procedure b to have a better comparison. The customer performed an 18 hr incubation and three of the samples that were previously nonreactive were reactive. No info was given about the remaining two samples. No impact to pt mgmt was reported.

Manufacturer narrative:
Iother; not maintaining stability. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.